Event description:
During the first interrogation following the implant, the print button in the report screen is not available.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)